Event description:
I have a medtronic implanted pacemaker. Several times, I have got chest pain over the several years, I followed up with cardiologist and several hospitalization. Cardiologist states that its time to replace it because it malfunctions. Diagnosis or reason for use: slow heartbeat.